Manufacturer narrative:
Concomitant medical products: product ID 97740 serial# (B)(6) product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the circumstances that led to the implant charge not lasting as long was a change in program. The patient changed their program and it then lasted 24 hours longer.

Event description:
The patient reported their implant was not staying charged and was draining too fast. The patient noted that they needed to charge their implant every day. This was going on for a year before the implant battery completely depleted. The patient has a battery replacement scheduled for (B)(6) 2021. At the time of the report, the ins was over discharged and could not be charged or connected to.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97740 ; serial# (B)(4) ; product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they have not been able to charge their implant for the past 4 days. When they tried to charge, the recharger would not communicate with the implant. They stated the last time they were able to successfully charge their implant was about a month ago. The patient said that, within the last month, they had surgeries, x-rays, injections, and a nerve block unrelated to the device, so they needed to turn their stimulation off. They had their stimulation off more than they had it on. They didn't even think of charging their device during this time. The implant wouldn't stay fully charged. They would be able to go 3-4 days without charging the implant, but then it dropped to 2-3 days and then every 2 days needing to charge. They didn't think the ins needed to be replaced and they were told they just needed to let the implant drain completely empty and then fully charge the implant battery. They were told to keep track of their implant battery charges.  When they attempted to charge the recharger displayed reposition antenna and unsuccessful communication when using the recharger to turn therapy on or off screens. The patient further reported that they were getting poor communication with and without the antenna attached. The patient could connect and charge the ins, but was getting a information por (power on reset) message. The patient called back with their programmer and they saw a screen that the ins needed to be charged. They walked through an antenna locate and reported a 96-98 connection. They tried to initiate a charge, but saw a por screen. They tried to clear the por, but got poor communication with and without the patient programmer antenna. They were able to connect with the recharger.

Manufacturer narrative:
Continuation of d10: product ID: 97740, serial# (B)(6), product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.